Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Event description:
Caller reported an issue with incorrect pump time, which was greater than 5 minutes off from actual time. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with updating the pump time and advised to monitor the situation, with an understanding to follow up if the discrepancy recurs.